Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Reason for reoperation: rupture and seroma-late.

Event description:
Patient reported right side rupture diagnosed by MRI and ultrasound. Us also revealed "1.6cm extent of fluid collection in right mid inner breast." The device has been explanted.

Event description:
Patient reported right side rupture and about 1.6 cm extent of fluid collection. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. -seroma-late: unable to observe as it is a medical event that is not related to the device it is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: rupture.

Event description:
Patient reported right side rupture diagnosed by MRI and ultrasound. The device has been explanted.